Event description:
The customer reported a recoverable loss of system functionality. No pt or user injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided. However, there was no report of a serious injury or death.